Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During preparation, the physician found that the ivus catheter could not be searched. The procedure was not completed due to this issue and was rescheduled. The patient was stable, and no complications or additional interventions were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that there was no corrosion on the cath socket. Functional testing of the motordrive unit 5 plus (mdu-5 plus) showed that it could not recognize the catheter or cath ID box due to a faulty cath socket.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During preparation, the physician found that the ivus catheter could not be searched. The procedure was not completed due to this issue and was rescheduled. The patient was stable, and no complications or additional interventions were reported.